Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, and because is was not reproduced by the repair division, it is likely that there was no abnormality in the device concerned and there was a problem in the light source device and the light source cable itself, or that the connection of the light source cable was not appropriate. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The returned device was inspected and tested with multiple scopes; the unit passed all functional tests and all video output signals and images were verified present with no problems noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when using the olympus, model cv-180, evis exera ii video system center, the edges of the image were "too bright to see." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient impact or injury that occurred, associated with the reported problem.